Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the investigation determined the reported difficult to flush to be potentially related to a product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. During the preparation of the two clip delivery systems, air bubbles were noted from the ds box to the ds sleeve. An additional slow translation was required to de-air the device. The xt clip was implanted. It was noted that the pressure gradient increased to 4mmhg. The nt clip was inserted and grasping was performed. However, after the leaflets were grasped, the pressure gradient increased to 8mmhg. Due to the increased gradient, the physician decided to remove the clip and discontinue the procedure. When the clip was removed, the gradient returned to 4mmhg. Mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.